Event description:
During a clinic follow-up, the device was found to be in backup vvi (bvvi) mode due to an unknown cause. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.